Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; other: guide liner: jl 3.5 - 6 fr cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, 75% stenosed, mid left anterior descending artery. During advancement of the 2.5x15 mm xience v stent delivery system (sds) via a 6fr guideliner catheter, resistance was felt between the sds and the guideliner which resulted in the proximal shaft of the delivery system separating. A 2.5x15 mm and a 2.75x18 mm xience v was used to complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.